Event description:
It was reported that the patient presented in cardiac cath lab for a study. Externalized conductors were observed via cine. The lead was later explanted and replaced.

Manufacturer narrative:
External insulation abrasions were noted at 33.2-33.5cm and 34.6-34.7cm from the distal tip, consistent with lead friction to the ICD can. Internal insulation abrasions were noted at 10.4-11.4cm and 10.6-11.2cm from the distal tip. The etfe coating was intact at these abrasion locations.(B)(4).

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated, but not yet begun.